Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 350cc mentor siltex round moderate profile prosthesis and experienced left-sided deflation postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On 29-mar-2022, mentor received additional information regarding the revision surgery. The patient under removal and replacement with a non-mentor breast implant. Manufacturer's reference number: (B)(4).